Event description:
Rt answered stat call to pt room. Rn and cna at pt's bedside. Pt cyanotic connected to vent attempted bagging pt with 100% o2, but encountered severe resistance. Ventilating pt removed inner cannula and continued to bagged pt without success, attempted suctioning pt without any success. Pt sao2 continued to drop. Tested and inserted new tracheostomy tube same size, portex #8, attempted bagging pt again. This time pt was easily ventilated. Sat improved, bilateral b/s noted several minutes after. Vent alarmed-indicating low exhale tidal volume. Observed tracheostomy tube/cuffed balloon deflated and was not holding air. Informed rn supervisor that the tracheostomy was defective and had to be changed, this was done 3 times and all 3 were defective and was not holding air.